Event description:
It was reported that the customer was having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend, notifying the customer that he was low when his blood glucose was 109 mg/dl. The customer stated that he received a sensor glucose reading of 74 mg/dl when the actual blood glucose level was 122 mg/dl. Advised that this difference was not within acceptable range. Troubleshooting was done. Advised that a replacement sensor would be sent. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.